Manufacturer narrative:
(B)(4): abscess. Device not returned. Unfortunately, the device has been discarded, therefore, the root cause of the reported endocarditis cannot be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the health-care provider, the possible source of infection is (B)(6). Additionally, per the operative report, the patient had septic emboli with cerebrovascular accident six days prior to surgery. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately fifteen months. Per follow-up with the health-care provider, the reason for the explant was due to endocarditis, possible source (B)(6). The health-care provider also mentioned that the explant was patient related and not related to any device malfunction. Per the op report, the patient received transesophageal echocardiogram confirming significant aortic insufficiency as well as probable abscess. The aorta was opened and the valve was noted to have debris on the leaflets without obvious perforation and it was densely adherent to the wall around all 3 struts. With mobilization of the struts pus occurred on both the non/left commissure region as well as predominantly at the left/right commissural region. After the valve was excised, pus was still exuding from the supra-annular cusp region of the right coronary sinus. The subject device was replaced with another edwards bioprosthetic valve.